Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with urinary incontinence and underwent implant of a non-bard davol sparc suburethral sling. On (B)(6) 2012 - patient was diagnosed with prolapsed hemorrhoids with painless rectal bleeding and underwent a hemorrhoidectomy. On (B)(6) 2012 - patient underwent implant of bilateral ureteral stents. On (B)(6) 2012 - patient underwent explant of the non-bard davol sparc suburethral sling. On (B)(6) 2013 - patient was diagnosed with urinary incontinence. The patient underwent a laparoscopic bladder neck suspension with implant of a bard flat mesh. On (B)(6) 2013 & (B)(6) 2014 - patient was diagnosed with kidney stones and underwent lithotripsy procedures.